Manufacturer narrative:
No device will be returned per customer. Multiple requests have been made for the event product/logs. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 500ml infusion of heparin (25,000 units) in d5w was not infusing at the correct rate resulting in the patient not obtaining therapeutic levels. They observed no dripping in the drip chamber and the pump did not alarm despite being connected to the patient for more than 12 hours. The rn noted that the tubing had a kink in it however this did not initiate an alarm. After straightening the kink they started the pump and noted it infused at a faster rate than expected then it stopped for a minute before infusing faster once again. The devices were sent to the facility's biomed department. There was no patient harm.